Event description:
An arc mark was observed on the ICD device during analysis. The arc mark contained lead insulation material. It is believed that there may be insulation damage based on this information. The lead remains implanted. No further information provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.